Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was counterfeit and the right plunger case was cracked. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The flipper was touching the top of ear clip when plunger assembly was pushed all the way in. The root cause of this issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced left plunger case. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a syringe plunger sensor failure. No patient injury was reported.